Event description:
It was reported by service report that the main power cord power prong was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug missing power prong.